Manufacturer narrative:
A philips remote service engineer (rse) advised the customer that the vs2+ is at the end of support as of december 31, 2025. The rse ordered and shipped a speaker to the customer site to resolve the issue. The customer assumed responsibility to repair the device. A review of the service history for this device shows that the problem has not been reported again for this device. Section e: reporting institution phone #: (B)(6).

Event description:
Philips received a complaint on the suresigns vs2+ nbp/sp02 indicating that a quote was requested for a speaker, but the customer did not provide additional details about the breakdown. It is unknown if the device produced sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.